Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
Patient reported the insulin delivery of the infusion device is inaccurate. Patient's blood glucose was 16 mmol/l (288 mg/dl) on (B)(6) 2012 at 6:00 a.m., and a correction was delivered via the infusion device. Blood glucose elevated to 18 mmol/l (324 mg/dl) at 8:00 a.m., and patient changed the adapter, cartridge, and infusion set. During the cartridge change, patient noticed the piston rod was blocked, no insulin flowed from the infusion set, and the cartridge compartment was wet. The infusion device did not provide an e4 occlusion error. Patient changed to her backup infusion device using all new accessories. Patient's normal blood glucose is 7 mmol/l (126 mg/dl). The infusion device was not exposed to water or electromagnetic fields. The infusion device was replaced and requested for evaluation. The patient did not require treatment from a health care professional or second party to address the issue. No additional information was provided.